Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information of device evaluation, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating, the reported issue occurred on dec 19, 2022, during testing. The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the image disappeared due to faulty cable, the cable was noted to be cut, damaged, and pierced. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a communication failure occurred due to a cable failure, and the image was not displayed. It is presumed that the cause of the cable failure was disconnection due to cable cut. It was noted, error e311 is an error that occurs when the white balance cannot be achieved. It was noted that it is likely that error e311 occurred because the white balance could not be adjusted because the image was not displayed, and it was pitch black. The root cause of the reported issue could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the image with the hd autoclavable camera head was cut, when the cable was manipulated. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.